Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting increased threshold measurments and decreased impedance measurements. The caller reported many lvp-inhibition markers, but capture was occurring. Additionally, they were seeing lv activation about 80ms after the atrial activation on the lvs and the lvp. A chest x-ray revealed the lead had dislodged and was now located in the main coronary sinus which would explain the delayed atrial activity and appropriate capture in the lv. The physician elected to program a shortened av delay to promote bi-ventricular pacing. The patient will be brought back in two weeks for evaluation and a possible revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.